Manufacturer narrative:
The fenestrated bipolar forceps have not been returned for analysis. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow up MDR will be submitted. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a jaw fragment from the fenestrated bipolar forceps broke off and fell inside the patient. Although, the fragment was retrieved without patient harm, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, one of the instrument jaws was missing after it was advanced through the cannula. The scrub nurse reported that she saw both jaws when preparing the instrument. At the end of the procedure, the customer used x-ray on the patient to locate the missing piece. The piece was intact and was retrieved. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the cannula and instrument was inspected prior to use and a pin gauge was used by both the sterile processing personnel and the or staff. The surgeon noticed that the instrument jaw was missing immediately after docking. The jaw had fallen off during the initial insertion of the instrument. At the end of the procedure, an x-ray was taken to locate the missing piece. The surgeon was able to visualize and remove the fragment during the same procedure. There was no injury to the patient. There is no video recording available for review by isi. The surgeon is unsure what caused the piece to fall off. The patient has not returned to the hospital with any post-surgical complications.

Event description:
Refer toadditional for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. Intuitive surgical inc. (Isi) followed up with the clinical sales rep and confirmed that the fenestrated bipolar instrument in the medwatch form has already been reported. The lot number of the instrument was incorrectly marked on the medwatch form and should be n10180712-289. Per medwatch form 2000330000-2019-8006, during a robotic gyn case after inserting a fenestrated bipolar robotic instrument into the patient the surgical tech noticed that one side of the grasper had fallen off. Instrument cat # is 420205, lot n101801717-289. Team leader notified and sales rep for company was notified. We undocked the robot and looked in patient using scope and we used a magnet t check the floors and under the drapes. No metal found. An abdominal x-ray was performed after the case before closing to make sure there was no metal inside of patient. Scrub tech and surgeon both confirm seeing the instrument with both pieces attached prior to inserting instrument inside of patient.